Manufacturer narrative:
Pt age: elderly. Pt weight: over (B)(6). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant info from the review, a supplemental med watch will be filed.

Event description:
It was reported that during an atrial fibrillation procedure, the irrigation port of the catheter broke and saline was leaking from the handle. While the physician was ablating with the cool path catheter, a pressure alarm sounded from the pump and it was noted that the irrigation port tubing was twisted, kinked and broken proximal to the handle. Saline was leaking from the damaged area. A new catheter was used to successfully complete the procedure. No pt complications occurred.